Manufacturer narrative:
The infusion tube was inserted and functioned well for its intended use of intraosseous infusion. The patient was elderly male (B) (6), with advanced lung cancer, respiratory failure, diabetes, and hypercalcemia. The medical staff attempted to remove the infusion tube, but were unable. Multiple attempts by multiple individuals. Ultimately, the portal tip and infusion tube separated and the portal tip was left inside the patient. Medical staff ultimately performed a cut-down and surgically removed the portal tip. The patient has recovered from this. No evaluation of the device is possible, as it was discarded by the medical staff at the facility. The facility did file a medwatch form with FDA on their own on 02/05/2010 (B) (4). The medwatch report from facility did conclude that user error is a "likely contributing factor" (for this MDR). Note: pyng medical is filing as a conservative interpretation of the FDA regulations. In the abundance of caution, pyng medical is filing this as an MDR.

Event description:
Removal difficulty. (B) (4).